Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed between the 4cm and 6cm depth markings. The split occurred within a permanent kink impression. Multiple additional kinks were observed in the vicinity of the split. Microscopic inspection of the split revealed a granular fracture surface. Catheter buckling, material wear and discoloration were observed in the vicinity of the split. The fracture features were consistent with flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube, causing gradual fracture formation and propagation. The location of the damage suggested that catheter securement and maintenance techniques may have contributed. A lot history review (lhr) of redt0779 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was an "incident" with a PICC. On (B)(6) 2020- during device decontamination a leak was visible near the 5cm mark when flushing.